Manufacturer narrative:
Not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter first & last name: unknown, as information was asked but it was not provided. Email address: unknown, as information was asked but it was not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic detachment was observed on the pcb00 model of intraocular lens (iol). Upon follow-up, it was confirmed that there was no patient involvement. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: mar 28, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached (haptic missing). The lens was cleaned and, no additional issues were identified. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod in the advanced and locked position. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction.